Manufacturer narrative:
Add'l info will be provided upon the conclusion of their investigation.

Event description:
As the pt was being lifted from the shower chair, he indicated that the left leg slip did not feel good. The nurse sat him back on the chair, verified and approved the sling. While proceeding with the lifting, from sitting position to lying position, the left leg clip shot loose. The nurse on the pt's left side caught him under the armpit while the other, in front of him, caught the right leg which still was stuck. The pt was brought back to bed, laid down, and the sling removed.